Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 which occurred on the homechoice (hc) during use, during initial drain. The technical service representative (tsr) assisted the nurse with troubleshooting. The tsr explained the message. There were no reasons found for the alarm during troubleshooting. The tsr advised them to start over with new supplies. Baxter product surveillance contacted the registered nurse (rn) on (B)(6) 2011 regarding reported problem. The rn stated that the other nurse never mentioned the alarm. The rn stated that the patient has been continuing therapy since then without further problems. The rn stated that the patient has not had any negative effects caused by the alarm, and they are doing fine overall. No further information was obtained. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not available; therefore, the reported condition could not be confirmed and the cause was undetermined. A batch review was not conducted as the lot number was not provided. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.